Event description:
A 24mm amplatzer device was placed in secundum for a (asd) atrial septal defect. Position confirmed by tee (transesophageal echocardiogram) and fluoroscopy. Immediately upon release of the device, it embolized into the left atrium (la), and subsequently into the left ventricle (lv). Multiple attempts to retrieve the device were unsuccessful. Patient was taken to the or for operative removal of the device and closure of the asd.